Event description:
It was reported that the patient was using her ins normally but found on three occasions that the ins completely depletes. She has been fully charging the ins weekly with good contact. The longevity calculator estimates 3.7 weeks until battery reaches low on current program. She now has to charge the ins every two days, which seems to be okay, due to being scared of causing an overdischarge. She was super diligent in regards to keeping her ins charged. Her ins was ¿playing up¿. The ins became totally flat only nine days after being ¿inserted¿. Lately she has been charging every four days and the battery level was still at least ¼ to ½ charged. Last friday she charged completely as usual and then on sunday night in bed she felt a surge and all of a sudden the device stopped. She checked the battery and it was totally flat. There have been several occasions that she has had to check her device due to no sensation but then the device would just start up again. When the device was interrogated the diary revealed the ins depleted and switched off on (B)(6). It was noted that the impedance measurements were within normal range. She has an appointment to see her pain specialist on (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).